Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that that a revision is being planned for the reconnection of the patient's lead and or repositioning. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient¿s therapy was no capturing his left hip pain. During reprogramming the manufacturer representative (rep) ran an impedance test on the lead and out of regulation (oor) came up. Impedance on the entire lead 8-15 was 40000. The patient reported no falls. They work as a chef and are constantly twisting and bumping into people. The patient was to set up an appointment with the healthcare provider (hcp) to discuss options. No further complications were reported/anticipated.